Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured march 13-14, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked solute (saline) at the second junction. The issue occurred when chemotherapy was being infused on the line joined to the proximal junction. The event was further described as 'disconnection of connectable components/connected products'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.